Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient indicated that their "machine's not working" which was clarified to mean that the patient had a return of target symptoms. The patient then indicated that it "just seemed to shut itself off" which again was determined to mean the patient's symptoms had returned. According to the patient they were using program 1 when their symptoms returned. The patient then indicated that they tried making some programming changes and ended up using program 3. During the call stimulation was checked and found to be turned on and set to 7.0 on program 3, but the patient was not feeling stimulation. The patient was first assisted with reducing stimulation to 1.0 and then changing to program 1 and increasing from 0.0 to 5.4 where the patient felt comfortable stimulation in the target area. The patient planned to monitor their symptoms for the next few weeks and follow-up with their healthcare provider (hcp) if their symptoms were not resolved. The patient was not sure if the issue was of sudden onset they just noticed one day that "it wasn't working" a few months ago. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Follow-up with the patient determined that the implant was not working. The patient on to indicate that all of the "proper scr eens" lit up, but it was still not working. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient and their healthcare provider (hcp) determined that the cause of the implant not working was that stimula tion was set too low. A manufacturer representative (rep) met with the patient and adjusted stimulation and the issue was resolved. There were no further complication reported or anticipated.